Event description:
It was reported that the insulin pump was not functioning and the customer was hospitalized. It was stated that the device alarmed and they did not notice until the customer started vomiting. It was mentioned that the insulin pump was dropped and the drive support cap was protruded. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. The device passed the displacement test but was unable to perform the basic occlusion and excessive no delivery tests due to the loose drive support disk. No display, electronic or battery tube assembly anomalies observed. A scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.